Event description:
The physician attempted arteriotomy closure with a techstar xl 6fr device. The device was deployed and both needles deflected into the subcutaneous tissue. A vascular surgeon was called to remove the device. He removed theneedles and the device in the cath lab using a local anesthetic on the pt. The pt recovered without incident.